Event description:
The customer reported that the device delivered the wrong energy to a pt. They stated that this report was based on the minimal muscular response shown by the pt at the time. The customer also stated that there was no relationship between device behavior and pt outcome.

Manufacturer narrative:
(B)(4). The customer reported that the device delivered the wrong energy to a pt. They stated that this report was based on the minimal muscular response shown by the pt at the time. The customer also stated that there was no relationship between device behavior and pt outcome. Philips evaluated the device and involved cables and could not reproduce the reported symptom. Philips quality investigators reviewed the event file and found that the selected energy had been delivered as intended. There was no malfunction of the device. This was a user misunderstanding where muscular response is not a reliable indicator of energy delivery.